Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not available for medication dispensing. A technical support specialist (tss) checked the storage space on the station and confirmed that the refrigerator was present with no reported issues or failed hardware. A report was run on the server, which showed dispense transactions. The issue was resolved. The system functioned as intended after technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator connected to the m-csicu station was not available to select when removing medications. Customer were able to log in to the system as usual, but the refrigerator option was greyed out and could not be selected. They were not able to fix the issue by recovering storage space, as no hardware errors were shown and rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.